Manufacturer narrative:
The device was received for evaluation. During the visual inspection it was noted that the tube was incorrectly assembled to the chamber (the tube was not inserted over the chamber pip). The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink solution administration set, it was observed that the tubing to the chamber was incorrectly assembled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.